Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were not performed because specific a failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure using 6 proglide devices relative to a percutaneous abdominal aortic aneurysm repair procedure. Reportedly, unspecified issues occurred with 2 devices as they did not work despite adequate release. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.